Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
The trellis peripheral infusion system was received for evaluation without any ancillary devices or cine images from the procedure. The trellis system was returned loose within a bag within its shelf carton. The oscillation drive unit and dispersion wire were not returned. The trellis manifold and catheter were returned with sanguine material and fluid within the aspiration/infusion lumen and proximal inflation lumen. A 10cc water filled syringe was attached to the distal balloon inflation luer lock and the distal balloon inflated with ease. The proximal balloon was examined with the aid of a microscope a tear in the proximal balloon was noted.

Event description:
This procedure was performed in (B)(6). It was reported that the proximal balloon of the trellis was broken. The trellis was used in the left upper extremity. After the first segment was treated with no problems, the catheter was removed and imaging was done. When the catheter was introduced back in and the physician tried to inflate the balloon, it did not inflate.